Manufacturer narrative:
(B) (4) - lens, vaulting, low. (B) (4).

Event description:
It was reported that the surgeon inserted an icm115v4 11.5mm implantable collamer lens in the right eye and low vaulting was noted. Further info was requested from the surgeon, but not yet forthcoming. If any additional info is received, a supplement medwatch form will be submitted.